Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. The reported break in the gripper line was confirmed. The measured length of gripper line suggested a portion of the gripper line was missing. Potential causes for the reported inability to remove the gripper line, resulting in the breaking of the gripper line and the formation of a gripper line loop at the clip, can include, but are not limited to, patient conditions, user technique / procedural conditions (tension on the device during the procedure resulting in compressed lumens), or manufacturing anomalies (sharp edges / burrs on the gripper lumens restricting removability. With respect to patient condition, procedural conditions and/or user technique, the inability to remove the gripper line resulting in the breaking of the gripper line and the formation of a gripper line loop at the clip may be influenced by tension on the device causing constriction of the gripper lumens, knots in the gripper line during unwrapping, or excessive force used during gripper line removal. Based on the information reviewed and the analysis of the returned device, the inability to remove the gripper line was attributed to the gripper line being caught on the frictional element; however a cause for this interaction could not be definitively determined. While the full length of gripper line was not recovered, information received from the physician does not suggest that any remnant of gripper line was retained in patient anatomy. Potential cause for the reported clip becoming caught in the chordae can include, but are not limited to, patient conditions (morphology of the mitral valve), user technique / procedural conditions (difficulties in visualization of the clip), or manufacturing anomalies. The reported event could not be replicated in the testing environment, as the clip becoming caught in the chordae was associated with procedural conditions; however water bath testing of the device did not identify any contributory factors resulting in the reported event. Based on the information reviewed and the analysis of the returned device, a definitive cause for the reported clip becoming caught in the chordae, resulting in difficulty removing the cds could not be determined. It was further reported that following the removal of the clip from the chordae, a chordae rupture was believed to have occurred, and a small flail was visible. The patient effect of tissue damage (mitral valve injury) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to the manufacture, design, or labeling of the device. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database identified no other incidents for the reported lot for the reported inability to remove gripper line, difficulty in removing clip from the chordae, irregular appearance, or break in the gripper line. There is no indication of a product quality deficiency with respect to the manufacture, design, or labeling of the device.

Manufacturer narrative:
(B)(4). The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. There were no difficulties noted with visualizing the clip during the procedure. Post-procedure, the second cds which had the gripper line issue was then inspected and a loop was found in the gripper line. It was confirmed that this was not a knot. The physician believes that it is likely that the cause of the gripper line jam was due to the line becoming tangled in the chordae. There were no unexpected movements with the cds during positioning. The cds was not curved more than 90 degrees. There were no extreme curves applied during the procedure. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
Subsequent to the initial report, the following information was received: while attempting to perform the gripper line removability test, the gripper line broke. No portion of the gripper line was observed to have remained in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
This is submitted for difficulty during removal of the second clip delivery system (cds 10356055/(B)(4)) with the chordae, which resulted in chordae rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4, with no challenging anatomy noted. The first clip was successfully deployed and the mr grade was reduced to 2. The second clip delivery system (cds 10356055/(B)(4)) was prepared for use. There were no issues during functional inspection. The cds was advanced. The clip was successfully positioned lateral to the first clip. Prior to deployment, the mr was reduced to 1-2. Deployment steps were performed per the instructions for use (IFU). The gripper lines were inspected, and there were no visible knots or twists. There was at least 1 cm of separation between the delivery catheter tip and clip during line removal, per the instructions for use (IFU); however, resistance was noted and the gripper line could was not movable in either direction, even after opening the clip. Excessive force was not used. The decision was made to remove the cds. During removal of cds, resistance was noted. It was not visible what the resistance was with and presumed to be with the chordae. The cds was removed successfully, but mr changed from 1-2 -> 3, and a small flail was visible. It is believed that a chordae rupture occurred due to the clip becoming entangled with the chordae. A third clip was implanted lateral to the first clip to treat the flail. The mr was reduced to 2 with the implantation of two clips.